Event description:
An ambicor device was implanted on 8/20/96. Info received on 7/7/97 indicates pt states "neither my wife nor I can get any satisfaction from sexual intercourse, the penis is so small."